Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Unknown catalog number so medical device brand name, medical device type, and common device name are also unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Catalog#: unknown. Lot#: unknown. Medical device expiration date: unknown. Unique identifier (UDI) #: unknown. (B)(6). Device manufacture date: unknown. Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited.

Event description:
It was reported that an unknown containment tube had clotting.